Event description:
Peripheral intravenous (piv) unsuccessfully placed by two bedside registered nurses (rn), two nptt rn, and neonatal nurse practitioners (nnp) on critical patient. Plastic hub noted to be cracked and leaking. Patient required peripherally inserted central line catheter (PICC) line placement for antibiotics and IV therapy and was unable to receive sedation/analgesia medication IV due to defective catheter. At least three other known instances of cracked hub on these catheters have been reported, but packaging and defective items not saved to enter into portal.